Event description:
Customer reported via phone, the insulin pump was alarming button error and none of the buttons were note working. She is unable to clear the alarm. Customer's blood glucose was 191 mg/dl. Customer stated it might be possible the device might have been pressed against something. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm was noted during testing. The pump had a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked display window.